Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was no allegation on the lead. The rep stated that the patient was unable to increase stimulation. The cause of the high impedances was unknown. The patient was reprogrammed using normal impedance contacts. The patient's healthcare provider (hcp) will monitor and if needed, add a second lead if the issue continues. The impedance issue has not been resolved as they will continue to monitor impedances in the future. The information was confirmed with the physician/patient.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the patient was unable to increase their stimulation. High impedances were observed: contact 1-32920 contact 4 -34270 contact 5 -32660 contact 6 -32710. Rep reports the cause is unknown, and they troubleshooted the issue by performing impedance checks. Rep reports the issue is not resolved and is still ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.